Manufacturer narrative:
Of the 3 devices, 1 was reassessed for reportability and determined to be reportable, as a serious injury, and were reported under emdr 2020394-2019-00281. One device was not returned to the manufacturer for inspection/evaluation also, the product catalog is updated to (unk meridian). Therefore, the investigation of the reported event is inconclusive. Another device sample was not retuned, but medical records were provided and reviewed. The filter was successfully deployed infrarenal for a preoperative diagnosis of deep vein thrombosis and pulmonary embolism. However, there was no device deficiency identified in the provided medical records. The definitive root cause is unknown. The devices were labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model md800f meridian filter system experienced malposition of device and detachment of device. These reports were received from various sources. Of the three events, all involved patients with no reported injury. Of the three malfunction events, one patient was 66 years old, and two patients were female; however, the other patients age, weight and gender were not provided.

Event description:
This report summarizes three malfunction events. A review of the events indicated that model md800f meridian filter system experienced malposition of device and detachment of device. These reports were received from various sources. Of the three events, all involved patients with no reported injury. In one instance, the patient was a woman. The age, weight, and sex were not provided otherwise. The md800f meridian filter systems were not returned, limiting investigation.